Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch #873c54. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 15 drivers up without staples, the remaining drivers down with staples present and the reload deck damaged. The returned reload had the swing tab in the locked position. The device was tested for functionality with a test reload and it fired, cut, and formed all staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 873c54, and no non-conformances were identified.

Event description:
It was reported that during a right hemi colectomy, open case, the surgeon fired the device the first time which worked fine. The device was reloaded as normal and when they started the firing sequence it would only fire ¼ of the way up. The staples deployed and the knife cut but the sequence wouldn¿t complete so they had to return using the firing knob to the starting point. The surgeon commented it felt stiff. Opened a new device which worked fine. No patient consequence reported.